Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4). Complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The balloon did not inflate during an sfa (superficial femoral artery) procedure and after checking injecting liquid out of the patient, it was noted that the catheter lost liquid. It was further confirmed that there was a pinhole leak in the balloon. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence .